Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was placed at an unspecified site for an unspecified drainage. Just before beginning drainage, the catheter tube separated near the hub. Per the customer, the catheter was "snapped". The procedure was completed successfully although details remain unspecified. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional details regarding the event were requested but remain unavailable.

Manufacturer narrative:
Product received on: 09nov2018. Investigation ¿ evaluation: a review of the complaint dimensional verification, visual inspection, and quality control of the device was conducted during the investigation. One catheter was returned in two separated pieces. There was approximately 0.9cm of tubing still attached to the hub. No biomatter or other damage was noted. The tubing of the catheter was the proper diameter for the french size of the catheter. The lot number of the reported device was not provided, so no device history record review could be completed. Due to this, there is no evidence to suggest that there is nonconforming product from the same lot in house. There are adequate controls to ensure that the devices was manufactured to specifications. Instructions for use(IFU) associated with this product states, " ¿store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred." As a result of the complaint investigation, the evaluation of the returned device and the information available, the cause for this complaint could not be established. It is possible excessive force was applied to the catheter hub, or that the device was not stored in ideal conditions per the IFU, leading to degradation of the shaft. A quality engineering risk analysis determined that no further risk reduction activates are required. Cook will continue to monitor for similar complaints. A risk assessment was performed and based on the occurrence rate and severity associated with this failure mode it was determined that no further risk reduction activities are required.

Event description:
No additional information has been added to the description of event since the previous medwatch report was submitted.